Event description:
It was reported that, with stimulation on, the patient felt something "let loose, let go" on her hip and then 10min later her pain level started to increase. Patient stated she went to her family doctor and they took an x-ray. The physician did not see anything bad in the x-ray besides arthritis. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. The patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved.

Event description:
Additional information received noted: cause of the event: not scs related. Abnormal impedance measurements: none. Reprogrammed stimulation area on 2012-(B)(6). The patient experienced tenderness over si joint, post lumbar laminectomy syndrome. Right sacroiliac joint injection on 2012-(B)(6). Hospitalization required: no. Patient outcome: no injury.

Manufacturer narrative:
Concomitant medical products: extension model 748910 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; extension model 748910 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; neurostimulator model 7427v-np serial# (B)(4) implanted: (B)(6) 2009 explanted: na; lead model 3093-33 lot# v196154 implanted: (B)(6) 2009 explanted: na; programmer model 7435 serial# (B)(4); lead model 3093-33 lot# v199214 implanted: (B)(6) 2009 explanted: na; lead model 39286-65 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; programmer model 37743 serial# (B)(4).